Manufacturer narrative:
The insulin pump passed the functional test including the displacement test, rewind, basic occlusion, occlusion, prime/force sensor system, and excessive no delivery alarm test. The insulin pump functioned properly. Intermittent button response was noted during testing due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a minor scratched lcd window, a cracked reservoir tube lip, a cracked belt clip slot, cracked battery tube threads, and a missing end cap sticker.

Event description:
It was reported that the customer received the button error alarm on the insulin pump. The customer's blood glucose was 239 mg/dl. The customer stated that he may have slept on the insulin pump prior to the alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. The customer also mentioned that he experienced low blood glucose levels the previous year. The customer stated that he was hospitalized three times and that he had been in a diabetic coma. Nothing further reported.